Manufacturer narrative:
The device was found to be functional within the manufacture specifications. Hematoma are a known side effect of eswl.

Event description:
OEM storz medical was informed by medical personnel from treating hospital that a patient was diagnosed with hematoma post eswl treatment. No information concerning the patient or their pre and post eswl condition has been forthcoming from the treating physician or facility. The device has been evaluated and no issues were detected. (B)(6) 2022 additional information received: eswl treatment (B)(6) 2022, right kidney stone 5mm at energy level 1.0 - 5.0 for total of 3000 shocks. Patient treated for severe right loin pain, admitted to ward and CT shows right perinephric hematoma with active contrast extravasation up to 4.8cm. Blood pressure borderline, hb dropped from 13.5 to 9.3.